Event description:
Boston scientific received information that about two months prior this pacemaker had a projected remaining longevity of two years. Two days later the device had declared the replacement indicator. It was also reported that the atrial outputs had been increased from 2v to 4v. Technical services discussed device function and possible cause. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.